Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery and experienced high blood glucose level. The customer¿s blood glucose level was 200 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal insulin pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart error alarm or general alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.